Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. During visual inspection it was found that the menu key was not functioning and the latch on the door was broken. Upon testing, the reported event was reproduced and internal check found several damages on major parts of the device such as cpu board, air sensor and pumping motor. Those damages were found to be linked to the pump being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is due to misuse. No action was initiated for this issue as per our local procedures.

Event description:
Unit turns on, alarms and unable to do anything else or turn off (keypad issue).